Manufacturer narrative:
Continuation of d10: product ID 977a275, serial# (B)(6), implanted: (B)(6) 2017, product type lead product ID 977a275, serial# (B)(6), implanted: (B)(6) 2017, product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(6), ubd: 15-aug-2021, UDI#: (B)(4); product ID: 977a275, serial/lot #: (B)(6), ubd: 19-may-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). The rep reported high impedance observed. This was not observed on the day of surgery. The patient had a loss of stimulation. The rep ran an impedance check and checked connections. They reprogrammed the patient around impedance to achieve satisfactory stimulation. The cause was not known. A recharging of ins issue, including a communication issue while recharging, was also reported. The ins recharge was longer than expected/slow recharge, as the patient reported a longer charging time. The patient experienced a return of pain. The issues were resolved.